Event description:
On 07/31/2023, it was reported by a sales representative via sems that an ar-8973-01 outrigger targeting guide broke. This occurred during a procedure, all fragments were retrieved from the patient. The device was switched out and the case was completed. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: h6. Complaint is confirmed. Visual evaluation of the device outrigger targeting guide found that the hub attachment tube is broken off. No fragments were returned for investigation. The ap hoop is coming out. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.